Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display after it was exposed to moisture. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Insulin pump powered up after battery installation. No blank display noted however, the insulin pump was received with critical pump error (open book image) alarm. The critical pump error was able to be bypassed/cleared (by simultaneously holding the back button and down arrow button). After re-initialization, the insulin pump completed the boot up process normally. Multiple pump errors alarms were found in the formatted history and long trace files. Critical pump error (open book) alarm, pump error alarms are due to moisture damage on the electronic assembly. Moisture damage was found on the motor, and force sensor during visual inspection. No moisture damage found on the keypad assembly. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.